Event description:
This event was created under medwatch (B)(4). The patient was presented with acute right posterior cerebral artery (pca) infarct 5 days after the left ventricular assist device (lvad) implant despite use of bivalirudin and acetylsalicylic acid. The patient was worked to therapeutic partial thromboplastin time (ptt) on bivalirudin, continued acetylsalicylic acid and there was no hemorrhagic conversion. The plan of care was conservative management with bivalirudin with transition to coumadin (warfarin) over time, and physical therapy/occupational therapy. The patient was discharged home.

Manufacturer narrative:
User facility report: (B)(4) was received 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.